Manufacturer narrative:
It was reported that the patient's ipg has reached end of life and currently capable of delivering 2.73ma. Patient will be working with the pain physician on a battery replacement in the near future. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patients pc was displaying low battery message. Next course of action is undetermined at this time.